Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc ctr, the quality engineer reported that the arterial blood parameter probe failed a test. Since the event occurred during routine testing, there was no pt involvement during this event.